Event description:
The device change of the active power port when battery charge is >30%. Investigation is ongoing. This is report two of two reports (3007042319-2015-00794 and 3007042319-2015-00795) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. Unable to verify the complaint event details via controller logs because they were not available at the time of this analysis. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching events are most often attributed to a communication error between the controller and batteries. The most likely root cause of the reported event cannot be conclusively determined; a possible root cause is a communication error between the controller and batteries. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is one of two reports (3007042319-2015-00794, 00795) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This is report two of two reports (3007042319-2015-00794 and 3007042319-2015-00795) submitted for devices related to the same event.